Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the arthroplasty was revised due to a fractured zirconia femoral head. The femoral head and acetabular insert were revised. The components were implanted in situ for 8.3 y. The pt presented with a (B) (6) score of 3 three months prior to revision surgery and a maximum score of 8. Photographs of the retrieved implant are attached."